Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator had migrated in the pocket. A pocket revision was performed and the device remained implanted. No patient symptoms were reported.